Event description:
A letter from parents of the deceased was received indicating that the pt passed away due to a diabetic seizure. Also customer's doctor stated that they did not know the cause of the death, and whether or not the customer was on pump at time of death.